Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratched lcd window, missing reservoir tube lip o-ring and end cap sticker. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump was received with partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump reservoir seal was loose and that pieces of the case were missing. The blood glucose reading was 285 mg/dl. The customer was unsure of how the damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.